Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4). The customer tested herself multiple times because she received error messages. At 03:54 am, the result from the meter was 1.8 inr. At 03:59 am, the result from the meter was 2.0 inr. At 04:01 am, the result from the meter was 3.8 inr. All of the measurements were different fingersticks from the same finger. There was no allegation of an adverse event. There were no injuries or treatment based on the meter readings. The customer was "fine". The customer was not anemic, no heparin, and no direct thrombin inhibitors. The customer has had no changes in warfarin, no changes in diet, no additional illness, and no changes medications. The customer's therapeutic range was 1.0 - 3.0 inr. Retention test strips (lot 247896) were tested in comparison to masterlot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with masterlot 28632180. Qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). No error messages occurred during the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.